Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. Isometric testing was performed and no changes could be seen electrically. No intervention was performed. No further information was available.